Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did show system fault 41,622 occurred. The motor was sluggish during activations. The motor will be replaced in service. Use testing was performed. The problem source is the motor.

Event description:
Information was received that the cadd prizm vip pump has error 41622. No reported adverse effects.